Manufacturer narrative:
We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted on 11-dec-2018 of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
Consumer stated that upon removal a u by kotex sleek regular tampon unraveled and fell apart, leaving pieces inside her. She is not experiencing any symptoms, but is unsure if she removed all pieces and plans to seek medical attention.